Event description:
Reporter indicated a vns therapy programming handheld is freezing at interrogation. Troubleshooting temporarily resolves the issue. Good faith attempts to obtain additional information have been unsuccessful to date.